Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, mesh bulging, surgery to remove mesh, adhesions to small intestine, hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged h10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2008: (B)(6) hospital. (B)(6). Radiology- CT abdomen/pelvis with contrast. Indication: left sided groin pain. Findings: CT scan of the pelvis reveals a large midline abdominal wall hernia ventrally. The mouth of the hernia is approximately 6.5 cm. The hernia does contain multiple loops of small bowel, but no evidence of the colon. I do not see any evidence of obstruction or abnormal dilations of the small bowel. No evidence of free fluid. Impression: large ventral abdominal wall hernia, seen toward the pelvis with a large mouth measuring 6.5 cm in diameter. The hernia does not contain multiple loops of small bowel but there is no evidence of obstruction. Mild fatty infiltration of the liver. (B)(6) 2008: [facility not indicated]. (B)(6) md. Office notes. Returns today after an appointment was made by employer. According to patient the employer wants her to be able to do her entire job or they may not be able to keep her employed. Says she has been having more pain in right lower quadrant of abdomen and is concerned about possible bowel being trapped in hernia sac and wants to have this repaired. While talking to the patient she voiced some unrealistic expectations about her abdomen looking better. Exam: I palpated the large incisional hernia in right side of abdomen which I believe is work related. Also had hernia to left of midline below the umbilicus. When patient lied down there is definite defect in the fascia present of palpation in right lower quadrant of abdomen and one to left of midline. Patient smokes on pack cigarettes per day and drinks 1 pint of vodka over each weekend. She has a cough which bothers her through the nights. Takes glipizide and another medication for diabetes. Impression: job related recurrent incisional hernias of lower abdominal wall. Plan: repair under general anesthesia. I sat down with the patient and drew a picture for her and explained the recommended surgery to her as well as the recovery which may take anywhere from 6 weeks to 3 months. I told her she would be in the hospital for 2 to 3 days. She would need to be on a bowel prep in the event that any of her colon was injured in the process of preparing her abdomen wall to place a piece of mesh to cover the defects in her abdominal wall and she will also need to sign a permit for possible small bowel resection. She is an increase risk for recurrent of this hernia after I repair it, primarily because of the large size of her abdomen, she is 5¿4 and weighs 185 pound, as well as the fact that she coughs during the night and that increases intra-abdominal pressure all the cause for most incisional hernias and recurrent incisional hernias. Patient voiced understanding of this information and desires for us to persue [sic] approval for surgery to be done. In addition I told patient that if this surgery is completed I encourage her to find a job which does not require her to do heavy lifting. Implant procedure: repair of work related recurrent abdominal wall incisional hernia with placement of 15 x 19 cm sheet of dual mesh pluss. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/05167703, 15 cm x 19 cm x 1 mm, lower abdominal quadrant] implant date: (B)(6) 2008 (hospitalized from (B)(6) 2008) (B)(6) 2008: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: work related recurrent large abdominal wall incisional hernia. Operation performed: repair of work related recurrent abdominal wall incisional hernia with placement of 15 x 19 cm sheet of dual mesh pluss [sic]. Postoperative diagnosis: repair of work related recurrent abdominal wall incisional hernia with placement of 15 x 19 cm sheet of dual mesh pluss [sic]. Anesthesia: general orotracheal. Description of procedure: ¿the patient was brought to the operating room and placed in the supine position. The abdomen was prepped and draped in a sterile fashion. With #10 blade, a transverse incision was made across the lower abdomen below the umbilicus. The hernia sac was identified and dissected out down to the fascia. The patient had this hernia repaired in the past and when the hernia sac was opened, there were numerous loops of small bowel adherent to the sac, as well as the fascia. There were two separate rims of strong tissue. The small bowel was dissected away from these for 360 degrees back away from the edge for about 4 cm inside the abdomen. Hemostasis was obtained with the bovie unit. No holes were made in the small or large bowel. A piece of dual mesh pluss measuring 15 x 19 cm and 1 mm thick was placed in the wound and sutured into the wound using a total of four running #2 prolene sutures. These were vertical mattress type sutures with the mesh actually inside the abdomen. Starting at 3 o¿clock, the mesh was sutured into place and the stitch was run to 6 o¿clock. A second suture was run from 3 o¿clock to 9 o¿clock. All the sutures were tied to one another. Finally, the remaining two quarters of the circle were completed using the exact same technique. The patient tolerated the procedure satisfactorily. The procedure lasted well over two hours. Hemostasis was less than 400 cc. A total of four, ¼¿ hemovac drains were left in the wound and hooked to the hemovac suction after the subcutaneous tissue was closed with 2-0 chromic and the skin with staples. A sterile pressure dressing of mastisol and elastoplast was placed and the tubing was connected to the suction reservoirs. The patient tolerated the procedure satisfactorily.¿ (B)(6) 2008: (B)(6) hospital. Implant records. Implant: dual mesh plus by gore. Ref no: 1dlmcp04. Lot no: 05167703. Exp: 5/01/10. Size: 15.0 cm x 19.0 cm x 1.0 mm. Site: lower abdominal quadrant. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05167703) was implanted during the procedure. Relevant medical information: (B)(6) 2008: (B)(6) hospital. (B)(6) md. Discharge summary. Hospital course: postoperatively, the patient developed hypoxemia and pulmonary medicine was consulted. This was felt to be due to her cigarette smoking. Placed on nebulizer treatments and incentive spirometry. Has improved and is walking about now off oxygen with saturation of 93%. Continue to measure output from hemovac drains and record and bring when she comes to see me in 48 hours on (B)(6). Final diagnosis: recurrent incisional abdominal wall work-related hernia repair this admission. Hypoxemia due to chronic obstructive pulmonary disease due to smoking and treatment with pulmonary consultation and appropriate medication this admission. Relevant medical information: (B)(6) 2008: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: chronic infection or postoperative incision. Postoperative diagnosis: infected mesh subcutaneous tissue, mesh, and abdominal wall after placement of synthetic mesh in (B)(6), 2008 after work related incisional hernia development. Operation performed: incision and drainage of abscess of subcutaneous tissue and abdominal wall above and below mesh implanted at surgery in (B)(6) 2008. Indication: this middle-aged white female underwent hysterectomy about 11 years ago and had a wound infection which healed secondarily according to her description. About six years ago she underwent mesh repair of an incisional hernia in the lower abdomen by dr. John touliatos baptist montclair hospital. While at work earlier this year the patient developed severe pain in the lower abdomen while lifting bags of coins and developed a recurrent incisional hernia in the lower abdomen. This was demonstrated on physical exam and CT scan and I repaired this hernia in (B)(6) 2008 at st. Vincent¿s hospital. There was noted to be some mesh from previous surgery present along the rim of strong tissue which I sewed into. Postoperatively the patient did well for about a month but then began draining some thin yellow material from her incision. This persisted and grew pseudomonas and enterobacter and did not respond to oral antibiotics. She was therefore carried to the operating room for surgical evaluation of this and drainage. Anesthesia: general orotracheal anesthesia. Description of procedure: ¿the patient was brought to the operating room and placed in a supine position. After adequate anesthesia was obtained the abdomen was prepped and draped in a sterile fashion. A hemostat was used to probe the opening which was draining the pus and a large amount of thin yellow pus came forth. Cultures were taken of this and the wound was opened and it was found that the entire subcutaneous tissue was infected and there was chronically infectious disease granulation tissue inside lining this cavity down to the mesh which was bulging out. Cultures were taken of this and a good bit of this tissue was debrided sharply and sent to pathology. It was also noted that towards the midline there was more drainage of a different character which was thin and more viscous and light tan but almost clear. This was expressed from actually beneath the mesh and the mesh, which had been bulging, collapsed. The wound was irrigated with 1% acetic acid solution. Estimated blood loss was less than 200 cc. The wound was then packed with a long strip of 2 inch kerlix soaked in the acetic acid solution and then sterile gauze and abd pads were placed over the wound. The patient tolerated the procedure satisfactorily. She was taken to the recovery room.¿ (B)(6) 2008: (B)(6) pathology, (B)(6) hospital. (B)(6), md, fcap, ap, cp. Pathology. Martial submitted: tissue from infected incision. Pre-operative diagnosis: infected abdominal incision, extensive infection incision of abdominal down to including mesh. Final diagnosis: necrotic abscess with fibrosis and foreign body reaction. Explant procedure: excision of recently placed infection mesh of the abdominal wall as well as mesh placed approximately three years at previous surgery to repair the incisional hernia along with placement of a piece of collamend mesh using a running vertical mattress stitch to bridge the defect which measured approximately 6 x 6 inches along with placement of a wound vac by the wound care curse, rosemary snow. Small bowel ¿resection¿ and primary anastomosis. Explant date: (B)(6) 2008 (hospitalized from (B)(6) 2008) (B)(6) 2008: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: infected mesh used for closure work-related recurrent incisional hernia of the abdominal wall. Postoperative diagnosis: same as above plus adhesions of small bowel to the underside of the mesh which was injured in the process of freeing all the small bowel away from the mesh and the edges of the sound where suture would be placed requiring small bowel resection and primary anastomosis. Operation performed: excision of recently placed infection mesh of the abdominal wall as well as mesh placed approximately three years at previous surgery to repair the incisional hernia along with placement of a piece of collamend mesh using a running vertical mattress stitch to bridge the defect which measured approximately 6 x 6 inches along with placement of a wound vac by the wound care curse, rosemary snow. Small bowel ¿resection¿ and primary anastomosis. Indication: this middle-aged white female developed a work-related recurrent incisional abdominal wall hernia earlier this year and underwent repair of this hernia by me in (B)(6) 2008 at (B)(6) hospital. The patient did well for a time but then began draining pus which grew out pseudomonas as well as enterobacter. These bacteria were treated aggressively with oral antibiotics but it was felt that there was likely infection of the mesh and the patient was taken to the operating room (B)(6) 2008 and underwent excision of a small amount of infected skin, opening up of the wound, and drainage of pus above and below the mesh which I had placed and packing open of the wound. I was felt that almost certainly there were bacteria in the mesh which had been placed approximately three years ago, specifically pseudomonas and enterobacter which had been dormant until the surgery in (B)(6) 2008 and then they became active and infected all the mesh both old and new in the ventral hernia repair. In order to have clearing of the infection on permanent basis it was elected to perform the appropriate procedure of total excision of the mesh and placement of a non-synthetic material which should be more resistant to infection and hopefully allow permanent healing of this wound. Description of procedure: ¿the patient was brought to the operating room and placed in a supine position. After adequate anesthesia was obtained the abdomen was prepped and draped in a sterile fashion from nipple to pubis and table to table. The packing was removed and with a #10 blade the incision was extended to the patient¿s left. Sharp rake retractors were utilized throughout the case along with richardson retractors. The prolene sutures holding the mesh I had placed in position were cut and this mesh was removed. There was pus below this area. The mesh to the left of the midline was identified and the incision was extended superiorly towards the navel along the previous scar and, using sharp take retractors. Allis clamps, and curved may scissors, the old mesh was dissected out and excised in its entirety to the best of my ability. Two frozen sections were sent to check for the margin of the resection. One of the specimens had a small amount of mesh in it and the other was chronic fibrous scar tissue only. In the process of dissecting the small bowel free from the peritoneum circumferentially there was a hole made in the small bowel and it was torn to the degree that it could not be repaired. Therefore, it was elected to resect this bowel. The patient had been placed on a bowel prep preoperatively. Points of planned transected of the small bowel were picked out and cleaned of their vessels and mesentery with hemostats, the scissors, and 2-0 vicryl ties. The mesentery of this bowel was divided between kelly clamps and ligated with 2-0 vicryl ties as well. The gia 55 was fired across the two areas proximally and distally and the specimen was removed and sent to pathology. Next, the proximal and distal bowel were sewn to one another in a side-to-side fashion using interrupted 3-0 silk seromuscular sutures and full thickness 2-0 chromic in two running sutures tied to one another anteriorly. The anastomosis appeared healthy at its completion and the meso intestine was closed with interrupted 3-0 silk. At this point the abdomen was copiously irrigated with saline and washed out. Estimated blood loss in the case was between 500 and 600 cc and the patient was given one unit of packed red blood cells during the surgery. Gloves were changed and a piece of collamend bard mesh, acellular collagen-porcine, was brought onto the field. It measured 8 x 10 inches and it was cut so that is measured 8 x 9 inches. It was laid transversely in the wound and the four quarters were marked at 12, 3, 6, and 9 o¿clock with a marking pen. Beginning to the patient¿s right at 9 o¿clock using #2 prolene in a running vertical mattress suture such that the mesh was sewn inside the abdomen and below the fascia and peritoneum, a total of four running #2 prolene sutures were placed. After this was completed there was a significant amount of looseness or laxity in the mesh itself although the suture lines were all snug and tied to one another and the repair was felt to be sound. The laxity in the mesh was used to allow for the increased intraabdominal pressure which would be put upon this area when the patient assumed an erect position sitting or standing. At this point the wound was irrigated with saline and washed out and rosemary snow, the registered wound care nurse at the hospital, came into the room and placed a wound vac on the wound. The case was then ended. The patient tolerated the procedure satisfactorily and was thane to the recovery room.¿ (B)(6) 2008: (B)(6) hospital. Implant record. Implant: bard* collamend*implant. Relevant medical information: (B)(6) 2008: (B)(6) pathology, (B)(6) hospital. (B)(6) md. Pathology. Material submitted: fascia ? Mesh ?. Portion of small bowel- routine. Infected mesh and fascia- routine. Clinical diagnosis: removal of infected mesh. Pre-operative diagnosis: infected mesh, abdominal wound infection. Frozen section: fascia is present at stitch. Benign fibrous tissue, no evidence of mesh. Final diagnosis: soft tissue, infected abdominal wound, excision with frozen section (f1a): dense fibrous tissue and mature adipose tissue exhibiting necrosis, acute inflammation and suture/mesh granuloma. Soft tissue, abdominal wound, excision with frozen section (f2a): dense fibrous tissue with mild acute and chronic inflammation. Small bowel, partial resection: acute bowel disruption with associated hemorrhage; serosal fibrous adhesions; margins viable. Soft tissue, abdominal wound, excision: fibrin and proteinaceous material containing acute inflammation with bacterial colonization. Gross description: the first container is labeled ¿fascia ? Attached to mesh.¿ received in a container fresh for frozen sectioning is a pink-yellow to hemorrhagic, elongated sift tissue specimen measuring 10.5 x 2.0 x 1.0 cm. One area of mesh is located on one distal aspect. Diagnosis: fascia is present at stitch. The second container is labeled ¿fascia ?, mesh ?.¿ the specimen received fresh for frozen sectioning and consistent of a longitudinal section, white-pink, focally hemorrhagic soft tissue measuring 6.5 x 1.0 cm in maximum dimension. Diagnosis: benign fibrous tissue, no evidence of mesh. The third container is labeled ¿portion of sm bowel.¿ sectioning through the specimen fails to reveal the presence of synthetic mesh. The fourth container is labeled ¿infected mesh and fascia.¿ received is a portion of synthetic reparative mesh received in the form of the disc-shaped portion of material that measures 11.5 cm in diameter and averages 1 mm thickness. Along the edge of a specimen, there are areas of loosely attached soft tissue, presumably representing fascia. A blue nylon suture is also notes. Representative section of the soft tissue are sampled in (4a). The mesh is saved as per protocol. Microscopic description: permanent sections confirm the frozen section diagnosis. Grossly, the stitch marks an area of densely fibrous tissue consistent with fascia. Additionally, the sections show fat necrosis, foreign body type giant cells, and mixed acute and chronic inflammation. Additional permanent sections show suture/mesh material within collections of foreign body type giant cells. Focal areas of necrosis are also identified. Permanent sections confirm in the frozen section diagnosis. The specimen exhibits dense fibrous tissue without evidence of mesh material. There is associated acute and chronic inflammation. Sections show vascularized fibrous adhesions with and acute area of disruption with acute hemorrhage and fibrin. The margins of this excision are viable. There is no evidence of mesh material. (B)(6) 2008: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: infected mesh used to repair primary and recurrent incisional hernias of the abdominal wall, the second mesh being placed as the result of recurrent work related incisional hernia. Procedure: dressing change under general anesthesia with wound vac change. Description of procedure: ¿the patient was brought to the operating room and placed in the supine position. After adequate anesthesia was obtained. The skin was washed with saline, dried, and then prep solution was placed on it. The foam in the wound was removed and the wound was irrigated with saline and there appeared to be early granulation tissue throughout all the wound surfaces. There appeared to be no infection ad measurements were made of the size of the wound and these were recorded. The porcine acellular mesh appeared healthy and a piece of foam was cut to the appropriate size and shape and placed over the wound. It was approximately the size of my hand and somewhat triangular in shape. This was covered with the tegaderm type covering and then a button was cut in the tegaderm and the suction apparatus was applied to this area and the tubing connected to the vacuum device and there was noted to be a good seal. The procedure was ended, the patient was awakened and she was returned to the recovery room.¿ (B)(6) 2008: (B)(6) hospital. (B)(6) md. Operative report. Procedure: dressing change under anesthesia. Preoperative diagnosis: history of infected mesh after repair of recurrent work related incisional hernia with removal of the mesh and replacement of it with a piece of acellular collagen in order to repair the defect. Description of procedure: ¿the patient was brought to the operating room and after general anesthesia was obtained, the wound vac dressing was removed and the wound was irrigated with saline. There appeared to be no evidence of infection and there was one small area of dead fat about 3 or 4 cm in length and 1 cm in depth. This was excised sharply. The skin was dried and prepped with the prep pads and piece of foam material was cut to the appropriate shape and placed over the mesh. The plastic tegaderm-like material was placed over the skin wound and the foam and a 3 cm diameter cut was made through it and the suction tubing was applied to this area. Suction was applied to the tubing and there was a good seal. The procedure was terminated and the patient was waken up.¿ (B)(6) 2008: (B)(6) hospital. Discharge summary. Hospital course: consultation was obtained with dr. David barnes and he followed the patient throughout the hospitalization and managed her intravenous antibiotics. She begun on total parenteral nutrition. The hospital service was consulted and dr. Smith, dr. (B)(6) and dr. (B)(6) all helped managed the patient¿s diabetes with insulin. On (B)(6) the patient continued intravenous zosyn and gentamicin. The patient at this point began having confusion and some hallucinations. She wandered about the floor and off of the floor and it was suspected to smoke cigarettes, but not for sure. During hospitalization she used a patient controlled analgesia morphine pump level ii and required a great deal of narcotics for pain relief. On (B)(6) I met with the worker¿s comp registered nurse case manager and our plans were explained to her. She was to help coordinate the wound vac care by the home health care nurses. The hospitalist felt that long term metformin would be the best mediation for the patient¿s diabetes treatment. Om (B)(6) changed the patient¿s wound vac dressing and instructed the patient on how to empty the wound vac canister and connect it to a new canister. Plans were made for home health nurses to see patient on monday, (B)(6), and hopefully on thursday, (B)(6) to change the wound vac and then return to my office on monday (B)(6) for me to remove the wound vac and inspect the wound. Final diagnosis: infected mesh placed in august for work related, recurrent abdominal wall incisional hernia. Excision of infected mesh recently placed, as well as that placed approximately five years ago, and placement of a piece of acellular type material, specifically collamend and placement of a wound vac. Intensive treatment with intravenous antibiotics for pseudomonas infection of the wound. Treatment with total parenteral nutrition because of the patient¿s poor oral intake during the patient¿s hospitalization. Consultation with hospitalist for management of the patient¿s diabetes. Consultation with psychiatrist because of the patient¿s intermittent psychosis. Consultation with pulmonary medicine for the treatment of the patient¿s moderate lung disease, most likely due to cigarette smoking. Consultation with infectious disease, specifically, dr. (B)(6)for help with management of her infection. Consultation with wound care nurse for assistance with placement of wound vac. (B)(6) 2008: (B)(6) hospital. (B)(6)md. History and physical. Exam: there is an open wound with the collamend mesh visible in the wound with green drainage pooled under the wound vac dressing. This was taken down and the patient says that she has no discomfort on the right side but is very tender on the left side of her abdomen. There appears to be green enteric contents coming from the left side at the level of the mesh. There may be some enteric contents beneath the mesh as well. Impression: small bowel fistula coming through recent repair of recurrent job related incisional hernia. Plan: return patient to operating room today. CT scan of her abdomen most likely later today and ask other consultants to see her. (B)(6) 2008: (B)(6) hospital. (B)(6) crna. Anesthesia record. Weight 160 lb, bmi 27.5. Asa 3. (B)(6) 2008: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: history of recent repair of recurrent job related incisional hernia with placement of collamend mesh and placement of a wound vac. Procedure: repair of hole in the small bowel, i.e.; small bowel fistula draining through the wound and packing open of the wound and placement of a nasogastric tube in the bottom of the wound to collect any drainage. Postoperative diagnosis: same, plus small bowel fistula from 2 to 3 mm discrete perforation in the small bowel beneath the mesh. Indication: this 47 year-old white female underwent resection of infected mesh from her abdominal wall by me at this hospital on (B)(6) 2008 and placement of a sheet of collamend porcine acellular collagen mesh. The patient was discharged from the hospital this past friday, (B)(6) 2008, with a wound vac in place with plans for care 2 to 3 times per week by home health nurses and changing out of the wound vac. I received a call last night that a large amount of yellow and green drainage had come from the would vac over a short period of time. I directed the patient to go the emergency room and at the emergency room in pell city she was found to have a temperature of 101-degrees, a white blood count of over 19,000 and what appeared to be a small bowel fistula at the site of her abdominal wound. She was made a direct admission to me last night to st. Vincent¿s hospital and on exam today I found that she had a large amount of enteric thin green drainage coming from the wound and it was far too painful to evaluate in the room. Description of procedure: ¿the patient was brought to the operating room and placed in a supine position. After adequate general anesthesia was obtained, the skin around the wound was washed with saline and the wound was draped in a sterile fashion. On inspection of the wound, cultures were taken where the most liquid was which was in the left side of the wound. Most of the edges of the wound were granulating well and a small amount of dead fat on the right side was debrided. On evaluation, the mesh had turned somewhat green and there was a rent [sic] in it at approximately 2 o¿clock. I irrigated beneath this area and found a discrete hole in the small bowel measuring 2 to 3 cm from which green liquid was coming. This hole was closed in two layers with one 2-0 chromic suture. This was tied and cut and then three seromuscular sutures of 3-0 silk were placed over this. The repair was felt to be sound. The entire wound was irrigated with saline and suctioned out and a sterile nasogastric tube was placed on to the field and it was placed in the bottom of the wound where it would catch any dependent fluid which came its way. It was sutured there with stitches from below through the skin, going around the ng tube and then coming back out through the skin and tying the #1 prolene sutures. Two of these were placed to hold the ng tube in place in this trough and then two prolene sutures were placed in the skin as the ng tune came out over the right lateral buttock area. When the tube was hooked to the suction, it functioned well. The wound was then dressed with vaseline gauze over the mesh and over the repair of the hole in the bowel and then a 4¿ kerlix soaked in saline was packed loosely into the wound and then a second dry one was packed over the wound as well along with two abd pads. This was done in such a way that the ng tube could function well below. This ended the procedure. Estimated blood loss was less than 50 cc. The patient tolerated the procedure satisfactorily and she was taken to the recovery room.¿ (B)(6) 2008: (B)(6) hospital. (B)(6) md. Discharge summary. Hospital course: therein, began twice daily dressing changes using xeroform gauze over the fistula as well as packing of the wound with saline soaked gauze and then dry gauze on top of this. Patient was empirically begun on zosyn. She was given insulin intermittently as needed and begun on lovenox daily starting on (B)(6) 2008. Dr. (B)(6) felt that the cultures which showed enterococcus and other organisms from the surgery might well not be pathogens, but rather contaminants of the wound. Over last several days her wound continued to improve. On (B)(6) 2008, the wound was measured at 12 cm in superior to inferior direction and 16.5 cm transversely. 11/10 the wound was 10 cm superiorly and inferiorly and 13 cm transversely, so it was definitely contracting. A very small new bowel fistula was noted in the middle of the wound which is almost entirely granulation tissue. The main fistula is at about 2 o¿clock. Plans have been made and put in place for the patient to be discharged home today for home health nurses to see her and repack her wound daily and keep her drainage tube to suction unless she is up and about for short periods of time. She is to take glipizide once each morning. She will check her sugars and adjust her medications accordingly. Call my office to make an appointment next tuesday or wednesday (B)(6) 2008. Final diagnosis: patient with previous resection of infected mesh with development of small bowel fistula in the wound, treated with antibiotics this admission as well as hyperalimentation intravenously and twice daily wound care. (B)(6) 2008: (B)(6) hospital. (B)(6). Radiology- CT abdomen/pelvis without contrast. Indication: intestinal fistula. Abdominal pain. Impression: open or dehisced ventral abdominal wound. Loops of bowel are very close to the surface. There is diffuse edema in the mesentery adjacent to the wound which could be surgical change or infection. No focal fluid collection are noted however. Moderate distention of gallbladder. Small left intrarenal stone. Splenomegaly. See attachment for h10/11 continuation.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2010: (B)(6) hospital, (B)(6) center. Inpatient admission. (B)(6), md. General rehab admission history and physical. Chief complaint: debility. Acute care admission on (B)(6) 2009. History of present illness: ¿patient works as a armored truck driver, and was injured on the job after lifting a heave [sic] money bags. Patient started with a abdominal wall hernia from work. This was treated surgically with mesh. She rejected mesh and form enterocutaneous fistulas. Seen by (B)(6), at st. Vincents. She had multiple surgeries including debridement of adhesions, gallbladder removal, appendectomy, diverting jujejunostomy [sic] placed. Transferred to ltac [long-term acute care] for further management. Transferred back for failure to progress. Had a skin graft placed that failed. Now with a persistent suprapubic wound. Also has a diverting ileostomy. She currently has a persistent wound in the pubic area. She is suffering from chronic "malabsorption" syndrome caused by short bowel syndrome. She is on constant tpn at the present with a normal diet. Post operatively complicated with septic shock issues. Gangrenous cholecystitis that required surgery. Developed an abcess [sic] that required transvaginal drainaged [sic] for pain she is on fentanyl patch with oxycodone, she was just weaned from IV dilaudid prior to discharge. She has been depressed and anxious she will be admitted from st. Vincents for the purpose of overall strength rehabilitation. Plan is also to undergo the final stage of her abdominal surgery while at (B)(6).¿ physical exam: gastrointestinal: diverting jejunostomy in place, along with pubic fistula wound, conduit in the upper quadrant with catheter. Assessment/plan: admission for debility. Complicated and extended medical stay for abdominal surgery. (B)(6) 2010: (B)(6), md/ (B)(6) md. Discharge summary. Discharge diagnoses: debility due to multiple abdominal surgical complications including adhesions, enterocutaneous fistulas. On (B)(6) 2010 urine positive for mrsa [methicillin resistant staph aureus] infection, treated with daptomycin for 14 days. Integumentary: had multiple abdominal wounds. Wound care consult and was placed on silver nitrate and cleaned the wound daily. The wound was healing well and she had less drainage at discharge. ¿the patient had several abdominal images done including rs fistulogram. The patient also had an abdomen scalp, a CT abdomen with or without contrast, both on (B)(6) 2010 also one on (B)(6) 2010. The patient also has had CT pelvis with contrast in (B)(6) 2010.¿ [no records provided for these studies]. Tpn maintained throughout stay. Discharge to (B)(6) for surgery. (B)(6) 2010: (B)(6) hospital. Inpatient admission. (B)(6) 2010: (B)(6), md. Operative report. [Gi surgery]. Preoperative and postoperative diagnosis: multiple enterocutaneous fistulas and large abdominal defect. Extensive lysis of adhesion greater than four hours, takedown of jejunostomy with small bowel resection with small bowel anastomosis. Anesthesia: general. History: ¿a 49-year-old female, who has had multiple prior abdominal operations complicated by enterocutaneous fistula. On her last operation, she had an end jejunostomy and a mucous fistula brought out on her left upper quadrant and right lower quadrant. She had a baker tube going through her abdominal wall into her small bowel. We studied her and ruled out distal obstruction and we got her rehabilitated to the point where she could ambulate and we improved her nutrition. She is therefore brought to the operating room in conjunction with plastic surgery to close her fistula and take down her jejunostomy and reconstruct her abdominal wall.¿ procedure: ¿the patient was brought to the operating room and placed on the operating table in the supine position. After general endotracheal anesthesia was induced, the abdomen and legs were prepped and draped in the usual sterile fashion. We reopened her midline incision. We did a tedious lysis of adhesions from the small bowel and omentum to her abdominal wall as well as the area in the lower midline, where one of her enterocutaneous fistulae were. We then took down the adhesions of small bowel to the subcutaneous tissue and abdominal wall circumferentially. In the left upper quadrant, she had end jejunostomy as well as mucous fistula. These were both taken down and brought down into the abdominal cavity. Next, we completely lysed all of adhesions from her ileocecal valve to her ligament of treitz. The first approximately 30 cm of her jejunum was quite healthy from ligament of treitz to the end of the jejunostomy. Distal to this there is one area, where the baker tube was, there was small hole in the bowel that was removed with a baker tube, refreshened up these edges, and closed them in two layers with interrupted 3-0 vicryl suture. Then we got down to the area of her prior enterocutaneous fistula that was diverted. There is evidence of multiple small bowel anastomosis in this area as well as the fistula. As this all did not appear salvageable, we resected this end of the bowel. We divided proximally and distally with the gia stapler and divided the mesentery and ligated with 2-0 vicryl ties. Then she had approximately 15 to 20 cm of distal ileum just proximal to the ileocecal valve and her colon appeared normal. Next, we performed two side-to-side functional and an end-to-end stapled anastomosis, one between the end jejunostomy and the mucous fistula. First we freshened up the edges and redivided each of the edge with the gia stapler. We then put in 3-0 vicryl stay sutures and we made enterotomy on the other side and put in the gia 55 blue load stapler and fired the stapler. We inspected the anastomosis that was hemostatic. We then closed the enterotomy with a ta stapler. Prior to doing that, we put methylene blue down the mid segment, where we had closed the baker tube site. There were no other fistulae or full thickness injury in that portion of the small bowel taken off of the skin, that we had not created any other injuries. We put 120 ml of methylene blue stained saline into the distal small bowel. There is no evidence of leak. There is one small area of partial thickness injury we oversewed with interrupted 3-0 vicryl seromuscular suture. We then closed that enterotomy with the ta stapler and the mesenteric defect with interrupted 2-0 vicryl sutures. The second small-bowel anastomosis was performed in a similar fashion. The abdomen was then copiously irrigated and hemostasis was ensured. At this point, we turned the case over to dr. (B)(6) to perform his portion of the abdominal wall reconstruction.¿ (B)(6) 2010: (B)(6), md. Operative report. [Plastic surgery] preoperative diagnosis: abdominal wall defect with recurrent incarcerated hernia. Hernia repair with alloderm 20-cm onlay patch. Bilateral rectus muscle advancement with component separation technique repair. Repair of ostomy site. Right rectus femoris myocutaneous rotation flap. Anesthesia: general. Estimated blood loss: 250 ml. History: ¿this is a patient who has had a long complex history of abdominal wall problems. She underwent multiple attempts at reconstruction and is now left with a chronic draining fistula tract, infected mesh, and a temporary ostomy in the left upper quadrant. Dr. (B)(6) is going to proceed with resection of the fistula site and the affected ___ to help with reconstruction.¿ procedure: ¿the patient was marked in the operating room. After general anesthesia was induced, she was prepped and draped and underwent her portion of the procedure by dr. (B)(6) and her team. Once they were finished, we were called in. There was a large defect in the abdominal wall and in particular through the muscle where the old ileostomy site was. We started initially by debriding the medial aspect of the rectus muscle and the poor quality skin along the old incision. Soft tissue flaps were elevated to the anterior lateral line on each side. Electrocautery was used to obtain hemostasis. We have tried to preserve the superior perforators. The medial aspects of the rectus muscle was debrided as well where there was some suture material from her prior repair. The ileostomy site was repaired by approximating the fascia with several 0 vicryl simple interrupted sutures. A 20-cm piece of alloderm was hydrated and irrigated. It was then placed in the retromuscular plane and secured using several horizontal mattress o prolene simple interrupted sutures taking care to overlap them so that there was no space for an internal hernia. It was placed under physiologic tension. The rectus muscle was advanced to the midline and secured using o vicryl simple interrupted suture and then a continuous running o nylon suture. When the muscles were both inset, the skin flaps were brought over the top. There was a significant soft tissue defect inferiorly and some difficulty with getting all of the rectus muscle close completely along the inferior border. At this point, the rectus muscle was harvested from the right thigh. A long ellipse of skin was incised over the muscle. Dissection was continued down so that we could circumscribe the myocutaneous flap preserving the perforators from the muscle to the overlying skin. Dissection was then performed distally to free up the distal segment and then elevating the muscle and flipping the back we were able to continue the dissection up. An incision was made up under the groin so we could maximize the length. The myocutaneous paddle was then rotated into position. It had good bleeding from the distal aspect. Electrocautery was used to obtain hemostasis. The flap was inset and secured. The fascia was attached to reinforce the hernia repair using several o vicryl simple interrupted sutures. The skin was closed using 2-0 vicryl deep dermal sutures and 3-0 monocryl. The donor site was irrigated. Electrocautery was used to obtain hemostasis. It was advanced and closed using o vicryl for the facial layer and 2-0 vicryl for the deep dermal layer. There was a segment inferiorly that did not approximate and a vac dressing was placed over that area. Xeroform was placed over the remainder of the incisions. The patient tolerated the procedure well and went to the recovery room in stable condition.¿ (B)(6) 2010: (B)(6), md. Discharge summary. History: ¿¿ has had multiple prior abdominal operations complicated by enterocutaneous fistula. On the last operation she had a jejunostomy and mucus fistula brought out in her left upper abdominal quadrant in right lower quadrant. She had a baker tube going through abdominal wall into the small bowel. She was studied preoperatively to rule out distal obstruction. It was rehabilitated to the point where she could ambulate, and her nutrition was improved, and she was then taken to the operating room in conjunction with plastic surgery for the above-stated operation.¿ physical exam: ¿abdomen exam is soft, nontender, nondistended with a jejunostomy, as well as an ileostomy.¿ hospital course: due to chronic malnourished state and short gut syndrome, she was maintained on total parenteral nutrition. ¿unfortunately the patient on rounds voiced suicidal ideation on postop day 13 stating how she wanted to die, and if she had a gun she would shoot herself. Therefore, psychiatry was consulted which prolonged her hospital course. At time of discharge to spain rehab on (B)(6) 2010 the patient did contract for safety and was still continued on a 1-to-l sitter per the psychiatry service recommendations.¿ discharged to spain rehab. To follow up in 2 weeks after rehab discharge. (B)(6) 2010: (B)(6) hospital, (B)(6) center. Inpatient admission. (B)(6) 2010: (B)(6), md. General rehab admission history and physical. Chief complaint: debility secondary to multiple gi surgeries and inadequate nutrition. ¿pmh depression with a very complicated gi surgical history that was recently admitted to src on (B)(6) 2010. ¿ the pt is eating by mouth now but is weak 2/2 to the complex surgery and multiple hospital days. The pt has a right le wound where her flap was harvested [sic] and a healing abdominal graft site. The patient now comes to src for acute inpatient rehab because of debility. The patient did have some recent suicidal ideations in the past however at this time the pt does not wish to kill herself per the patient.¿ physical exam: ¿gastrointestinal: soft, non-tender, multiple well healing surgical wounds that are clean, dry, and intact. Integumentary: no sacral decubitus, right thigh harvest site has 2 open wounds with a good amount of clear drainage.¿ medical necessity: ¿24 hour rehabilitation nursing due to: skin/ wounds, safety, pain management and nutrition. 24 hour physician services due to: malnutrition, severe anemia, suicidal ideation, htn management, weakness.¿ (B)(6) 2010: (B)(6), md/ (B)(6), md. Discharge summary. Diagnosis: debility secondary to multiple gi surgeries and poor nutrition. Review of systems: on discharge, occasional nausea, the right leg grafting site is healing. All other review of systems are negative. Physical exam: abdomen: abdomen is nontender and nondistended. Hospital course: ¿gastrointestinal: patient is incontinent of her bowel. She was on nexium for reflux prophylaxis. She was status post a jejunostomy takedown and re-anastomosis with the abdominal wall reconstruction, the abdominal wall reconstruction healed well. Dissolvable suture were in place and they did dissolve after a while. Her right lower extremity had the grafting host sites, they were observed by the wound ostomy nurse that recommended some debridement to improve the granulation tissue. There was serosanguineous fluid throughout the hospitalization; however, towards the end, it did improve with drainage. On admission, she did have extensive amount of nausea and vomiting. She had a urinalysis and urine culture that was positive for urinary tract infection. In addition, she had a kub that showed no signs of obstruction, free air loss. Majority of the patient's lab work was within normal limits except for a urinalysis and urine culture. The uti grew out enterococcus, which was treated with ampicillin by IV for five days.¿ discharged on a regular diet. Follow up scheduled. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.